Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer was unknown. No x-rays, notes, or anything else was provided by the surgeon, nor can it be obtained. That's the only information provided. Patient received a left total knee replacement on (B)(6) 2016, to address osteoarthritis. Depuy bone cement was utilized, and the patella was resurfaced. On (B)(6) 2019, patient's left knee was revised to address an acute onset of progressive pain, and aseptic loosening of the tibial baseplate at the cement to implant interface, and the cement to bone interface. The tibial tray was found to be grossly loose. Only about 1/3 of the cement mantle, the lateral aspect, was still fixed. Femur was well-fixed but revised. The patella was well-fixed and retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.